Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the external devices were unable to communicate with ipg. Several attempts were made to connect but the ipg could not communicate. Later, another attempt was made, and troubleshooting could successfully communicate the ipg with the external devices.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The ipg was tied to fsca service app CAPA in the initial report. The service app codes and verbiage and fsca number were reported inadvertently. The correct analysis codes are reported in this additional report.

Manufacturer narrative:
H10: corrected data: the initial report was tied to service app fsca CAPA inadvertently in the initial report. The compliant is not a service app issue based on the sessions reports received.